Event description:
It was reported that before a laparoscopic sigma procedure, the device emitted a permanent tone during test, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was received with the mount loose. The handpiece was connected to the generator and using test instrument was functionally tested. During testing, an error code 3 was displayed. The instrument was disassembled to inspect internal components; a torn acoustic isolator was found. Additionally, corrosion between the electrodes was found as evidence of moisture ingress. The moisture between the electrodes affected hand piece functionality resulting in an error code 3. It is possible that the loose mount caused the solid tone.